Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was difficult or unable to close. Accordingly, the safety lock system of the device would engaged first before firing reload. The jaws of the device would simply not close on the tissue and the two halves did not join and lock into place as usual at the hinge pin. The white flag interlock had already engaged. There was no patient involvement as reported.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The reloads were received with a full complement of staples and the in terlock engaged. The reloads were reset and loaded into a pmv test unit with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.